Manufacturer narrative:
(B)(4) date of the event not provided, date of awareness used. If further information becomes available a follow up medwatch will be submitted. No sample or lot provided to complete an investigation.

Event description:
Dr. (B)(6) disclosed that dr. (B)(6) ((B)(6) hospital) has been inserting pleurx without adequate training and as a result dr. (B)(6) is seeing many complications with the patients coming to (B)(6) from (B)(6). This is not an issue with the product however the complications occur during product use. One particular complication was described as follows: "that pt hasn't die. I'm worried that she will eventually get an infection in the seroma. Once it's there, it's a surgery to fix it and active malignancy is a contra-indication. She is still alive and doing ok now as far as I last heard. My comment was that this type of complication often can be fatal but not immediately. I asked the md on call to drain her daily in the meantime in the hope that, we can keep her dry, the wound will heal and the seroma will resolve. Once there's fluid tracking down through like that it's usually not possible since you form granulation tissue in the tract pretty quickly. I also hadn't seen it myself. I just got a verbal description from the md on call so I don't now how bad it actually was. The patient will be following up with dr. (B)(6) for now." Dr. (B)(6) ,(B)(6) 2019.